Event description:
Procedure type: gynecological/urological. According to the reporter: the pt underwent treatment for pelvic organ prolapse, stress urinary incontinence and other symptoms. Allegedly, the pt experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
(B)(6). MDR ref#: 9615742-2011-00074 (pelvisoft), 9615742-2011-00142 (uretex t02). Note: this report corresponds with bard's report #(B)(4) for a "uretex".